Manufacturer narrative:
The reported event of a fluid leak from the hemostasis valve could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, a blood leak was noted. The sheath was inserted into the left atrium, and a non-abbott catheter (intellamap orion catheter) was inserted. While mapping, blood leakage was noted from the hemostasis valve of the sheath. The sheath was replaced with a non-abbott product and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.